Event description:
It was reported to philips that during a patient event the device failed to deliver a shock and displayed a "no shock delivered" message. There was no harm to the involved patient. Another device was available for use to delivery therapy.

Manufacturer narrative:
(B)(4).